Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50 mg/dl. Reportedly, the customer alleged pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. A pump data log was performed, and it was determined that the pump was delivering and terminating insulin deliveries as intended. Recommendation was made to consult with healthcare provider regarding diabetes management. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.